Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the 15mm connector fell off from the tube shaft. There was no patient harm.